Event description:
It was reported that an unspecified number of bd maxzero¿ zero reflux IV connectors were clogged. The following information was provided by the initial reporter: there have also been cases where the blue rubber/plastic inside the plug goes into a rut, and the valve does not work at all.

Manufacturer narrative:
Investigation summary: a mz1000 product was not available for investigation; however the customer indicated the complaint sample was from lot 22036344. The feedback provided by the customer indicates that the maxzero piston would go into a rut, and therefore a complete occlusion was observed. However no further information was available to confirm the exact nature of the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22036344 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.